Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform functional testing including rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarms or error 70 alarms due to a35 alarms. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The insulin pump also alarmed motor position encoder error and motion sensor test failure. The insulin pump was exposed to a full body scanner at the airport. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.